Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: what was the initial procedure? Already reported in add. Info section. What is the procedure date? On (B)(6) 2021. What was used to complete the procedure? The issue occurred at the last knotting. Did the surgery was completed successfully? Yes. Did both issues (pull of suture needle and breakage needle, occurred to the same device? Same device. Or did it occurred to different devices? Did the patient suffer from any consequence due to the issue? None reported. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, the needle got detached from the suture at the latest knot. In addition the needle broke in the corner of curvature risking falling into the abdomen if the surgeon was not able to promptly retrieve it. No adverse patient consequences were reported. Additional information was requested.